Event description:
It was reported that the handheld computer would not power on. Troubleshooting was performed, but the problem persisted. Per reporter, it doesn't seem that there was any abnormal environment which might cause this event. Product was returned to the MFR and an analysis was performed. Upon analysis, continuity testing was able to identify an intermittent negative electrical connection in the power supply connector of the handheld serial cable. The cause for the open connection is associated with the leaf spring in the serial cable plug not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.